Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal prialt (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2023 due to severe psychosis. It was reported that they interrogated the pump and it showed fourteen activations since (B)(6) 202 which technical services (ts) reviewed are personal therapy managers (ptms). The caller inquired how long the patient had been on the medication for and ts redirected caller to the patient's managing hcp. It was unsure when the patient started psychosis but it was believed to be in (B)(6). It was further reported that they were trying to rule out the pump and would be by seeing how long the patient had been getting prialt. The caller stated they would follow-up with the managing hcp.